Manufacturer narrative:
Exact date unknown, event occurred sometime over a year ago in 2019.

Event description:
It was reported that the patient was experiencing overstimulation around the pocket site due to possible lead fracture. The patient underwent a revision procedure where the lead was replaced and will be returned.

Manufacturer narrative:
The returned sc-8336-70 (B)(6): was analyzed and the lead was cleanly cut and four proximal tails with the length of 21 centimeters were returned without the paddle of the lead. No anomalies were identified on the lead aside from the clean-cut. With all the available information, boston scientific concludes that the damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.

Event description:
It was reported that the patient was experiencing overstimulation around the pocket site due to possible lead fracture. The patient underwent a revision procedure where the lead was replaced and will be returned.